Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the down arrow button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.